Event description:
The electrode was from the first box of trans-q2 that the clinic received. Proper procedures were followed for application and administration of the medication to the right tmj area with ground pad placed on superior aspect of right shoulder. Therapist removed electrode clips and cleaned them as suggested by supplier after patient complained of discomfort after 2-3 minutes. Procedure was started again after electrode refection. Area was checked and again proper procedures followed before starting treatment again. Therapist remained with patient for approximately 10 minutesdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other, other. Invalid data - on device destroyed/disposed of status.